Event description:
It was reported that the user experienced low blood glucose after announcing breakfast and then accidentally entering a second breakfast announcement. The user queried whether a new insulin vial could be added to a partially filled cartridge; education was provided to use a new cartridge with insulin from the new vial and supplies were ordered, followed by guidance to change supplies and confirm insulin delivery. Symptoms included hypoglycemia with a nadir 69 mg/dl accompanied by dizziness. Sensor readings were trending upward during the call and a confirmatory fingerstick increasing to 119 mg/dl. Outcomes included successful on-call treatment with oral carbohydrates and stabilization without hospitalization. Investigation included review of device data and coaching on appropriate meal announcement behavior and supply change procedure. Investigation of this case revealed user error due to a probable duplicate meal announcement contributing to hypoglycemia, with no device malfunction identified and normal function confirmed after supplies were changed and delivery resumed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to dosing input behavior.